Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event details, as well as patient and device information; the physician commented that the tip fracture was attributed to the rotational manipulation applied to the catheter. The physician also commented that there was no issue with the patient's condition, and she was discharged home already. The tip of the returned catheter was found fractured, while the top layer of polymer was found damaged in the circumferential direction at the proximal shaft portion near the fracture site. The fracture surface had a trace of ductile fracture of the polymer, while the catheter lumen was narrowed down. By magnified observation of the tip fragment, there was a trace of twist deformation at the distal end, while the tip diameter was found smaller toward the tip fracture surface. The above findings suggested that the subject catheter was fractured at approximately 5mm from the distal end where the tip and shaft shared the border each other. Lot history revealed no anomaly related to the reported event, and no other similar product experience report was received regarding the lot. Based on the obtained information and the investigation outcome, it was presumed that the subject catheter was rotated while its distal tip was trapped by the calcium. As a result, torsional force exceeding the product design limit might be locally applied to the border between the tip and shaft to cause damage to the subject catheter. Subsequently, tensile force applied by withdrawing manipulations led the tip eventually to be fractured. Although there was no indication of product deficiency, it was concluded that a possibility could not be denied that the fragment could be left inside the patient anatomy if the event were to recur. The instruction for use states: - [contraindications] do not use this microcatheter in advanced calcified lesion; - [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); and, - [malfunctions and adverse effects] damage (kink, bend, separation, burst, damage to the hydrophilic coating).

Event description:
During a pci to treat a heavily calcified cto lesion in rca#3, an attempt was made to cross the lesion with the subject catheter after a guide wire successfully crossed it under the subject catheter support, but the catheter could not be advanced as expected. The catheter did not cross the lesion even after rotated. While the catheter was retained at the same position, the guide wire was replaced by a rotawire to withdraw the subject catheter, when the catheter tip fractured and was left over the rotawire. After the fractured catheter tip was retrieved together with the rotawire, the rotawire successfully crossed under the support of another unit of the same catheter, rotablation was performed, a stent was placed, and eventually revascularization was achieved.